Manufacturer narrative:
Batch review performed on 25 march 2019: lot 184743: (B)(4) items manufactured and released on 05-nov-2018. Expiration date: 2023-10-22. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without any similar reported event. Clinical evaluation performed by medical affairs manager: immediate postoperative acetabular fracture after total hip replacement in a 78 year old woman. Intraoperative bone weakening due to normal acetabular preparation in association with poor bone quality are conditions that may favour the occurrence of early fractures. In this case, there is no reason to suspect a malfunctioning device.

Event description:
Acetabulum bone fracture discovered with post-operative x-rays (osteoporotic patient) the same day of the primary. Conservative treatment with partial weight bearing has been done and is doing well. No revision surgery is planned at this time.